Event description:
It was reported "ac3 battery not holding charge. Plugged in ac3 shown red indicator prior to transfer to ICU". To continue therapy, another iab console was used. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "ac3 battery not holding charge" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "ac3 battery not holding charge. Plugged in ac3 shown red indicator prior to transfer to ICU". To continue therapy, another iab console was used. No patient injury or consequence reported. The patients current condition is reported as "fine".